Manufacturer narrative:
(B)(4). Additional information: batch # m91d6w. The device was returned with the upper jaw detached and not returned. In addition the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the broken jaw fall into the patient? Yes. Was the broken jaw retrieved from the patient? Yes, all pieces were retrieved from the patient. Did this cause a change in the plan of care for the patient? No information. But we didn¿t receive an information for a change in the plan of care for the patient. Is the broken jaw being returned with the device? Yes. Or, was the broken jaw discarded? Na.

Event description:
It was reported that during an open total bariatric surgery, the jaw broke when the device was cutting the vagina. The doctor commented that the tissue was stiff and thick. No pieces were left inside the patient. A competitive device was used to complete the case. There were no adverse consequences to the patient.